Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after meal announcements while using the ilet system, requiring frequent correction to return glucose to range; the user asked about a factory reset and was scheduled for additional training, and oral glucose was used for treatment. Symptoms included low blood glucose with values below 50 mg/dl. Outcomes included temporary interruption of normal activities and the need for self-treatment without medical intervention. Investigation included troubleshooting and user education conducted by support and referral to training. Investigation of this case revealed no specific device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, with education provided and no further device corrective action indicated at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.